Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the rv lead had vegetation thus the system extraction was scheduled. No adverse patient effects were reported. The rv lead was explanted.